Manufacturer narrative:
The internal complaint file #(B)(4) have been logged for this incident for traceability. The devices involved in the incident will not be returned to belmont for investigation since it was identified as end of life. Belmont triggered an alarm that air was detected in the circuit and prompted removing air from tubing. According to belmont's territory manager, there were 2 incidents where two devices were involved in the procedures showed an error message of air detected. The user facilty confirmed that both the devices that were involved in the procedure were end of life. Although both the patients involved in this incident died, the user facility's trauma team and the trauma program manager confimed that the death is not attributed to the device. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In case if air is detected in the device, the rapid infuser exhibits the following alarm message: "air detection, open the door. Squeeze tubing below detector to clear trapped air reinsert tubing and close the door". There is no information available on if the system was primed and what solutions were infused. Belmont's clinical specialist visited the user facility to gather additional information on the incident and found that both the devices involved in incident were end of life. It was also confirmed by the facility that the device did not contributed to death. The operator's manual consists of following note: prime the main system with solutions compatible with blood products. Do not prime with blood or blood products. There is no information available on use of contraindicated fluids during the procedure, certain infusates are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in air formation and ultimately lead to such a situation as observed in these cases. Belmont is working with this hospital to replace the end of life devices. We will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Event description:
According to belmont's territory manager, there were 2 incidents where two ri-2 devices were involved in the procedures showed an error message of air detected. The user facilty confirmed that both the devices that were involved in the procedure were end of life. Although both the patients involved in this incident died, the user facility's trauma team and the trauma program manager confimed that the death is not attributed to the device.